Event description:
During an urgent trach tube exchange, the clinician placed a 3.0 bivona tts flextend trach and discovered the cuff was defective and not holding water. Subsequently, a 3.0 bivona tts (non-flextend) was placed and also had a defective cuff, and was not holding water.